Event description:
It was reported that during a pci procedure, the iq guidewire became trapped on a rio aspiration catheter. The iq guidewire was used to access the lesion located in the postero-lateral artery (pla) through the right coronary artery (rca). The iq guidewire was being used to track the rio aspiration catheter into the lesion with a thrombus in order to suction the thrombus. In an attempt to advance the rio catheter more distally, resistance was encountered. The iq guidewire then became trapped with the rio aspiration catheter near the monorail system. Withdrawal resistance was encountered and the physician removed the guidewire and guide catheter together. It was also reported that the iq guidewire was kinked. A new iq guidewire was used and aspiration continued smoothly with rio catheter and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'normal.'

Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.